Event description:
Coopervision spoke with the eye care practitioner (ecp) who stated he had a patient wearing avaira toric (enfilcon a) contact lenses who developed a bacterial ulcer in the left eye. The ulcer developed between (B)(6). The ulcer was 1 - 1.5m in size, inferior not and the eye had improved by 50 percent. The patient has another follow up visit scheduled. The ecp felt the probable cause was the patient poor hygiene.

Manufacturer narrative:
The event was reported by the eye care practitioner directly to coopervision and is being reported as a bacterial ulcer. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.